Manufacturer narrative:
No device or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Review of the implantation notes confirm that the patient underwent right total hip replacement due to avascular necrosis. It was noted that the trials gave excellent stability. Trials were removed and final components were implanted. No complications noted. MRI notes of the patient's lumbar spine state that "at l2-3 and l3-4, there is bulging of the disc to the right and facet hypertrophy producing mild right lateral recess stenosis. At l4-5, there is disc desiccation and loss of disc space height. There is lateral bulging of the disc and facet hypertrophy producing moderate bilateral foramina stenosis with crowding of the l4 nerve roots." Follow up notes explain that the x-ray evaluation shows a well-fixated right hip and the x-ray evaluation shows that the patient has approximately a quarter inch lengthening on the left compared to the right. It is further noted that when the patient stands with his right heal up, he is getting a right midfoot strain. Follow up notes further note the patient's hip had flexion to 100 degrees and 40 degrees of abduction with pain in his right hip feeling like impingement. Follow up notes state that the x-ray evaluation shows some distal toggling bilaterally, but a little bit more appreciable on the right than left. A definite root cause for the pain cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing low back pain radiating to the hip, leg and knee. An MRI of the knee shows prepatellar bursitis.